Manufacturer narrative:
Date of report: 05/23/2019. Date rec'd by MFR: 06/18/2019. Failure analysis on the returned touch screen shows that the customer complaint of touchscreen calibration failure was duplicated. Touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. The manufacturer's field service engineer confirmed the reported the touchscreen would not calibrate. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a touchscreen issue. There was no patient involvement. Event date not specified; estimate used.